Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 600 mg/dl. The customer stated that she is pregnant, and has been under a lot of stress. The insulin pump was not exposed to a high magnetic field. During the call, the customer ran a manual prime. The insulin pump squirted out the insulin, and alarmed motor error during the prime. Troubleshooting was performed, and the insulin pump passed the displacement test, but continued to alarm motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.